Manufacturer narrative:
(B)(4). Device evaluation summary: two opened boxes with a total of sixty-two unopened samples of product code 8660, lot mjq293 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. Functional tests were performed and the pull force and tensile strength force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture or performance pull off suture needle was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mjq293 and no non-conformance were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke and the weld between the thread and needle were fragile. There were no adverse patient consequences reported.